Manufacturer narrative:
Product analysis: analysis was unable to confirm the ventricular side was not working. However, there was a pin stuck in the connector. Analysis also noted that the main printed circuit board (pcb) was out of electrical specification. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular side was not working. The epg was returned for repair. There was no patient involvement.